Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and radiculopathy. On (B)(6) 2017, the patient noticed that the battery was not working, and they have already done two trickle charges. Each attempt at the trickle charge resulted in the screen showing that it was still looking for the battery. The patient attempted a trickle charge on her own; however, this also didn¿t work. She hasn¿t charged since implant since she was never told that she was supposed to charge it. The patient was redirected to her health care provider¿s office to jump-start the implantable neurostimulator. There were no patient symptoms or complications reported. Additional information received from the rep and the patient reported that they tried performing 2 pmrs but were unsuccessful in getting the ins out of over-discharge. The patient was scheduled to have the ins replaced on (B)(6) 2017. No further complications were reported.